Manufacturer narrative:
This is the same event as 3010536692-2014-01723. Report will be updated when investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to pain.